Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 50 mg/dl. Troubleshooting was performed and the programming on the insulin pump was checked. It was found that the insulin pump was reading the amount of insulin in the reservoir accurately. Nothing further was reported.